Event description:
It was reported that the device reached eri (elective replacement indicator), but was only implanted four years ago. The device will be removed and replaced; however, it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.